Event description:
It was reported that the customer required assistance to treat an elevated blood glucose level (value not provided). The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.